Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed with accurate readings. However, the cannula was split from the tubing.

Event description:
The customer reported via phone call that his sensor kept receiving sensor error alerts. The patient's blood glucose at the time of incident was 152 mg/dl. Troubleshooting was initiated for the sensor error alerts. The customer confirmed that the alert occurred after initalization. The customer was advised that the sensor may have been incorrectly inserted or damaged during insertion. The customer was advised on proper insertion technique. The sensor was returned for analysis and a replacement sensor was shipped to the customer.